Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous, ongoing elevated blood glucose (bg) levels ranging between 329-360 mg/dl. A correction bolus was delivered to address bg. Customer and customer's healthcare provider alleged an unspecified pump issue as the cause of bg. A system check was performed and the pump performed as intended. Reportedly, the customer had been using humalog insulin for 2-3 days; tandem technical support advised the customer to use humalog insulin for only 2 days. After completing the system check, the customer continued to allege an unspecified pump issue as cause of bg. During a follow-up, it was reported that bg level was caused by occlusion alarms.